Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead impedance and shock impedance was out of range. The lead was replaced and a new lead was implanted with good measurements. Patient was in good condition before and after the procedure.